Manufacturer narrative:
Eval results (other): visual inspection of the returned product showed that a haptic plate tore off from the optic and missing. There was clear surgical residue on the lens. Conclusions (other): an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all staged in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
It was reported that the surgeon inserted cc4204bf collamer plate lens, and a haptic tore upon insertion. The lens was removed without any pt injury.